Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #28 it was verified its non- osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.